Event description:
It was reported that two weeks post implant, the lead dislodged. The impedance was low, and bipolar impedance, 130 ohms, was lower than unipolar, 170 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.